Manufacturer narrative:
Method: instrument logs were evaluated. Results: a power failure to the instrument occurred at 21:22 pm on (B)(6) 2011, causing the protocols running in both retorts to stop. On site assessment of the instrument by a leica field service engineer (fse) determined that both external fuse holders on the assembly mains power supply had blown. The assembly mains power supply was replaced with the current model which utilities circuit breakers. The user action when continuing the processing of the tissue samples from retort b on an alternative peloris tissue processor was incorrect. Conclusions: the electrical problem with the mains power supply caused an instrument failure resulting in prolonged exposure of the tissue samples processing in retorts a and b to ipa and 85% ethanol respectively. Although the user initiated the continuation processing of tissue samples from retort a by transferring then to the appropriate step in protocol on another peloris tissue processor, the prolonged exposure may have adversely affected the quality of the tissue processing. The user incorrectly continued the processing of samples from retort b by transferring them directly to wax without the intervening processing steps required to dehydrate the tissue. As a consequence, the tissue samples would contain water which cannot be displaced by the wax, resulting in sub-optimally processed tissue.

Event description:
On (B)(6) 2011, leica microsystems rec'd a complaint from (B)(6) indicating that power had been lost to peloris tissue processor serial number (B)(4) when processing a protocol(s) started on (B)(6) 2011, and that tissue damage had occurred. On (B)(6) 2011, leica microsystems rec'd additional information from the laboratory staff who stated that two breast core biopsies would have to be re-biopsied because no diagnosis could be offered; and that a number of other cases were reported with a recommendation to consider re-biopsy of the pt as the diagnosis was not reliable. Confirmation of the number of pts who have actually be re-biopsied has not been rec'd to date.